Manufacturer narrative:
Conclusion: the drain was received for evaluation in two pieces which broke at the connection area between the flat part and the tube. The device was visually evaluated. The drain could have been slightly damaged during insertion and then broke in this area. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a drain was used. It was noted during surgery that the drain was broken at the hub area. A new like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.